Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the new patient was not showing. A technical support specialist ran server downtime query to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server.

Event description:
It was reported by the customer that a pyxis medstation es system new patients order was not crossing. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.